Event description:
It was reported that the needle split the bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: insyte autoguard winged 24 gauge IV catheter lot # 3096295 ref (B)(4) needle split the catheter sheath. Trend has been identified.

Manufacturer narrative:
E1. Address information was not able to be obtained, therefore, nj was used as a place holder. E.4. The initial reporter also notified the FDA on 14-sep-2023. Medwatch report # mw5145195. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text: see manufacturer narrative below.